Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the gas delivery system (gds) needed to be replaced to return the device to working condition. The customer¿s biomed replaced the gds to resolve the issue. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 18feb2021.

Event description:
It was reported to philips that the device kept getting patient disconnect alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.